Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implantation procedure, the patient could not read fine print three days after surgery, their vision was 20/60 and blurry at all distances. Additional information has been requested but no information is available at the time of this report.